Event description:
Patient reports "something snapped" and continuous discomfort in his stryker total hip replacement. Patient also is inquiring whether his implants have been subject to a recall.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 91303201. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mkd084. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.